Event description:
It was reported that the implantable cardioverter defibrillator (ICD) of this patient was beeping due to high shock impedances alert on this right ventricular (rv) lead. The patient was brought into the clinic for a device check and the beeping was turned off. The field representative noted no further action needed or planned. This rv lead remains in service. No adverse patient effects were reported.